Event description:
Robotic monopolar curved scissors ref # 47079, lot # k142203210431. Jaws of instrument scissor would not close, when surgical tech removed protect sheath, noticed wire frayed in instrument. No injury to patient and no harm. Instrument taken out of use, sent to sterile processing department (spd) to be cleaned.